Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the stent remained in the patient. There was no reported product deficiency. The reported angina and restenosis are known adverse events listed in the rx vision instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported via a japanese journal (cardiovascular intervention and therapeutics) that on (B)(6) 2008, the patient had an acute myocardial infarction (ami) and a total occlusion was observed in the ostium of the left anterior descending (lad). The vision stent was deployed successfully and post-stenosis was 0%. No detailed information was provided regarding the index procedure. Beginning in (B)(6) 2009, the patient experienced chest pain during exertion and was hospitalized on (B)(6) 2009. The following day, 99% stenosis was noted on angiography. It was an in-stent stenosis of the vision, previously deployed in the ostium of the lad. An intra-vascular ultrasound (ivus) was performed and ballooning was performed inside of the vision stent with a non-specified balloon catheter at 10 atmospheres (atm). The ostium of the first diagonal was also dilated with a balloon at 6 atmospheres (atm). Then a 3.5 x 32 mm non-abbott stent was deployed in the distal left main trunk (lmt) to lad at 10 atm, and kissing balloon technique (kbt) was performed in the lad and left circumfled. The procedure was completed with post-stenosis in the distal lmt to lad was at 0%. No further patient effects were reported. No additional information was provided.